Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient complaint of bladder pressure and pain. Drainage bag had just been emptied, examined tubing that was under covers and discovered 4 kinks in tubing. After many attempts at massaging the kinks out of the tubing there was immediate drainage of 300 =cc urine and patient expressed total relief of pressure and pain. Exchanged kinked drainage bag for a different type with shorter stiffer tubing. See photos of tubing. Remained collapsed/ partially kinked even after removed. The problem with this particular drain bag has been documented in the past. It was a kit used in the or. It comes pre attached to the catheter with red tamper resistant wrapping at the connection point.